Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) result, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. An initial result of 0.13 ng/ml was obtained and released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on an alternate access® 2 system, produced a lower result of 0.011 ng/ml, within the normal reference range of the assay. An amended report was issued to the hospital. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the main pipettor probe was misaligned in the vertical axis. The fse realigned the pipettor probe and resolved the issue. The fse appropriately discarded the reagent pack and loaded a new reagent pack. The fse performed a successful high sensitivity (hs) system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the misalignment of the pipettor probe in the z-axis. Beckman coulter continues to track and trend any incident related to this issue.